Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise which led to inappropriate automatic mode switch (ams) episodes. The patient reported symptoms of dizziness. Isometric testing was performed, and the noise was able to be reproduced. Programming changes were implemented, and the patient left in stable condition.